Event description:
Tip of the large hexagonal screwdriver broke off into the head of the screw. The tip of the screwdriver remains lodged in the hexagonal recess of the screw head. The surgeon was unable to remove the tip of the screwdriver.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.